Manufacturer narrative:
Updated data: b4,e1(name & email),e2,e3,g3,g6,h2,h10.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The iabp was decommissioned. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : customer denied service.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) the unit went off. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.